Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle bent and the 1st related complaint for plunger rod separates on lot # 8316894. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8316894. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200789387] noted that did not pertain to the complaint. There was one (1) notification [200789978] noted for dry barrels. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle was bent and the plunger rod fell out. This was discovered during use. The following information was provided by the initial reporter: material no. 328438, batch no. 8316894. It was reported that needle bent and plunger rod fell out of syringe. Verbatim: pharmacist reported needle bent and plunger rod fell out of syringe. Pharmacist gave consumer a replacement box and would like replacement sent to the store.